Event description:
It was reported that the external pulse generator had a poor screen display. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels and has signs of bleeding. Upper case is broken and dented. One side bail cover is broken and one side bail cover is contaminated. Ring cover is contaminated. Battery contacts are compressed. Ring bail is bent. Battery drawer is contaminated.